Event description:
(B)(6), 2012 I was in severe pain after the procedure. I called the doctor, he claimed it was normal. I finally was able to see the doctor around the (B)(6) and he told me that none of my symptoms were related to the essure. He told me I has post partum depression, and put me on paxil. On (B)(6), post essure in 2012 I was hospitalized for meningitis. Post hospital discharge, I suffered with severe migraines daily, muscle spasms, dizziness, fainting, seizure like activity, tingling in arms, hands, right leg. Severe abdominal pain, fatigue, vision disturbances, metallic taste, memory loss, trouble concentrating, depression (from being so sick and nothing was helping), blood clots, menorrhagia, brain shocks, muscle weakness, urinary tract/kidney infection, cancerous cellular change-dysplasia, speech problems, insomnia, confusion, stomach pain, severe pain-lower back, severe pain-left ovary, complete hysterectomy on (B)(6), 2013. On (B)(6), 2013 I suffered a vaginal dehiscence that required emergent reparative surgery. To this day, I cannot consume any foods containing nickel, daily headache (mild), dizziness, weakness, occasional fatigue, mild muscle spasms and occasional brain shocks.